Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that at 2:15 the pump was alarming check IV set. No anomalies were noted but it continued to alarm. Insulin was infusing between 1-2 units/hour. At approximately 3:00, the nurse roller clamped the set and moved it to the next pump and re-started the infusion at 1 unit/hour. The nurse then checked the blood glucose level of the patient and it was 37. The patient's glucose levels had been about 107 to 108 previous to this. The nurse stated that she was certain that the IV line was clamped and the patient did not receive a bolus, so she was concerned that the pump had given too much insulin resulting in the low blood glucose. The event occurred in the ccu.